Event description:
Reported as "disconnection of the chamber" (leak).

Manufacturer narrative:
Medwatch sent to FDA on 02/21/08. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."